Manufacturer narrative:
(B)(4): the customer reported that the monitor did not alarm and the pt was found to be deceased. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the monitor did not alarm and the pt was found to be deceased.